Event description:
It was reported that a large volume folfusor leaked. The leak appeared to originate from the cap of the tubing. Additionally, there were some ¿minor leaks and crystallization formation inside the primary outer packaging.¿ the event occurred during dispensing. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h10 h4: the lot was manufactured between (B)(6) 2023. H10: the actual device was received for evaluation containing drug fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; there was no evidence of a leak and the cap was securely tightened. A functional leak test was performed and no evidence of leak was observed from any parts of the folfusor device. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.